Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 05-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer did not open; even recovery attempts were unsuccessful. A field service engineer (fse) found that plastic had somehow gotten caught in the bearing cage of the matrix drawer. The fse was able to clean out the plastic from the bearing cage¿it took some time, but all debris was cleared. Diagnostics were run, and the customer verified that the device was operating correctly within the application. Everything was functioning properly after the service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was broken. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.